Manufacturer narrative:
The product was not returned for analysis. Hcp reported that "the reason for the implant becoming stuck in the incision was sudden backward movement of the patient and stiffening of the implant in the middle of the incision. It was impossible to remove it without applying force, which caused it to tear". The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as hcp reported that "the reason for the implant becoming stuck in the incision was sudden backward movement of the patient and stiffening of the implant in the middle of the incision. It was impossible to remove it without applying force, which caused it to tear". Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated, the implant was stuck due to the sudden backward movement of the patient and stiffening of the implant in the middle of the incision. It was impossible to remove it without applying force, which caused it to tear. It was also stated that the implant was very rigid. The implant completely blocked. The surgery completed during the same intervention by using backup implant. There no consequences. There were no intraoperative or postoperative complications.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the cataract surgery with intraocular lens (iol) implant procedure lens stuck in the incision (also mentioned as implantation failure). Additional information has been requested.